Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0114735. Medical device lot #: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 1.0ml 31ga 8mm ufii 10bag 500cs had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger will not move when the consumer pushes it during the injection. This pr records the occurrence for (B)(6) 2020 and unknown dates. Verbatim: consumer reported when trying to push the plunger during the injection it won't move. Stated this happened with twice with the current box. Stated this has also happened before in the past."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0114735. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that 3 syringe 1.0ml 31ga 8mm ufii 10bag 500cs had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger will not move when the consumer pushes it during the injection. This pr records the occurrence for 11/23/2020 and unknown dates. Verbatim: consumer reported when trying to push the plunger during the injection it won't move. Stated this happened with twice with the current box. Stated this has also happened before in the past."